Event description:
During a surgical procedure in the main operating room the electrosurgical unit's monopolar pencil fired while it was laying on the surgical field which caused the pencil to burn through the surgical patient drape and inflicted a burn to the patient. There is still question on whether or not the esu malfunctioned or if perhaps there were no human errors involved. The command is persuing a "jag" investigation into the circumstances of this incident. The incident happened first thing in the morning and the esu was used in 5 other surgeries without further incident. All the evidence present in the room that could provide assistance in determining the condition of the electro-surgical function, control and cabling were thrown away following the procedure.